Event description:
During an extensive debridement during a laparoscopic cholecystectomy, the laparoscopic pp hunter grasper handle broke into pieces during the procedure- it appears that the screw came loose and the handle fell apart in the middle of the procedure- the screw was so small that it could not be located, and staff present were unable to find all the pieces- they were uncertain if all the individual pieces which might be within the handle itself- x-ray didn't show any foreign objects retained within the patient's body- staff compared the broken handpiece to a new handpiece- one portion is missing from the broken handpiece but the staff couldn't verify that missing piece was actually in place before the case was started- procedure was completed and patient has had no issues (that we are yet aware of)- the broken handpiece was "sent in" for repairs but found that it was unable to be fixed, so it was discarded and management purchased a new handpiece replacement.